Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had her scs lead replaced because the patient was experiencing stimulation in the wrong location due to lead migration. Reportedly, the patient was receiving stimulation in the rib and abdomen area. Reprogramming was attempted and impedances were normal. X-ray taken confirmed the lead had moved. The patient reported receiving effective stimulation therapy and good coverage postoperatively.